Manufacturer narrative:
(B)(4). Implant date: unknown date in 2017. Medical devices: unknown femoral catalog#: ni lot#: ni. Unknown tibial insert catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni . Foreign source: the revision procedure occurred in costa rica, but nothing is known about the revision. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately four years post implantation to have the patella resurfaced. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: the reported event was unable to be confirmed due to limited information from the customer. No images, medical records, or devices were received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.